Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent with fibrin and abdominal pain. The cause of peritonitis was not reported. The patient was not admitted to hospital. One day after onset, the patient was diagnosed with peritonitis. On an unreported date, in the same month as diagnosis, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and route not reported). No further information was provided regarding the outcome of the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.